Event description:
It was reported that the pt had a return of pain symptoms in (B)(6) 2010. The pt fell three to four months prior to the back pain symptoms returning. The pt thought that the catheter seemed to "clog" which caused the pain to return. A (B)(4) study was performed on an unspecified date. The results did not reveal any catheter problems. The pt also noted that at the last couple of refill sessions there were volume discrepancies. At one refill, they expected 3 cc and withdrew 2 cc and at another session, the hcp withdrew 3.5 cc and had expected 3 cc. A few weeks ago, the pt had a pump refill where he felt numb for the first three days following the pump refill. The pt stated that when the medication was being delivered, he would have numbness in his lower body which caused a lack of sensation in that area. The pump eri (expected replacement indicator) showed 11 months remaining on the pump. The pt had been on a higher rate of infusion from the pump. The medications being delivered via the device system were bupivicaine, clonidine, and morphine.

Manufacturer narrative:
(B)(4).